Manufacturer narrative:
Qn#(B)(4). Additional information received from the customer: "the needle separated from the hub, and the catheter would not thread off the needle. Also, the guide wire seemed to be stuck within the needle." The customer also reports: "there was no need for surgical removal. A second arterial line was place and pressure was applied to the first arterial puncture site from the defective device. This situation happened in an emergency case, and in all took place over only a couple of minutes. Once it was identified the device was removed and repackaged safely so that it could be analyzed, thankfully there was little to no patient harm." The customer returned one arterial catheterization device and the lidstock for analysis. Signs-of-use in the form of biological material was observed inside the needle hub. Visual analysis revealed that the needle cannula had separated from the needle hub. The catheter was still over the cannula, and the guide wire was partially deployed through the needle. The guide wire was kinked at the point it exited the proximal end of the cannula. The guide wire was observed to be stuck within the cannula and the catheter was stuck on top of the cannula. The guide wire was able to be freed from the cannula with significant force; however, it was discovered that it was unraveled upon removal. No damage/cracks were observed on the needle hub that might have caused the needle cannula to separate. Microscopic examination revealed that there was little to no adhesive residue in the hub nor on the proximal end of the cannula. Based on the cannula separation, the resistance with the guide wire and the catheter, it is likely that this is a manufacturing (assembly) issue. The needle cannula total length measured 96mm which is within the specification limits of 96mm-97mm. The cannula outer diameter measured .714mm which is within the specification limits of .710mm-.720mm per the cannula graphic. The cannula inner diameter at the proximal and distal end measured .0190" which is within the specification limits of .0190"-.0205" per the cannula graphic. Once the guide wire was removed from the cannula, a lab inventory 0.018" guide wire was inserted through the proximal end of the cannula. A blockage was observed directly below the small cannula window, which prevented the guide wire from passing. Further evaluation revealed that the blockage is only partially occluding the inner cannula. Performed per IFU statement, "stabilize position of introducer needle and carefully advance spring-wire guide as far as required into vessel using actuating lever". The separated needle cannula was able sit within the hub but was loose and removed easily without force. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "trial advance and retract spring wire guide through needle using actuating lever to ensure proper function. Where provided, catheter hub wing clip may be removed if desired". The customer report of a detached needle cannula was confirmed by complaint investigation of the returned sample. Visual analysis revealed that the needle cannula had separated from the needle hub. The sample passed all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the sample received, manufacturing (assembly) caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature. Corrected data: section f.10-health effect clinical code corrected to 4582. Section f.10-health effect impact code corrected to 2199. Section h.6-health effect clinical code corrected to 4582. Section h.6-health effect impact code corrected to 2199.

Event description:
The complaint is reported as: upon insertion of arterial line, needle broke off when guidewire was being inserted.

Manufacturer narrative:
(B)(4). Additional information received from the customer: "the needle separated from the hub, and the catheter would not thread off the needle. Also, the guide wire seemed to be stuck within the needle." The customer also reports: "there was no need for surgical removal. A second arterial line was place and pressure was applied to the first arterial puncture site from the defective device. This situation happened in an emergency case, and in all took place over only a couple of minutes. Once it was identified the device was removed and repackaged safely so that it could be analyzed, thankfully there was little to no patient harm." The customer returned one arterial catheterization device and the lidstock for analysis. Signs-of-use in the form of biological material was observed inside the needle hub. Visual analysis revealed that the needle cannula had separated from the needle hub. The catheter was still over the cannula, and the guide wire was partially deployed through the needle. The guide wire was kinked at the point it exited the proximal end of the cannula. The guide wire was observed to be stuck within the cannula and the catheter was stuck on top of the cannula. The guide wire was able to be freed from the cannula with significant force; however, it was discovered that it was unraveled upon removal. No damage/cracks were observed on the needle hub that might have caused the needle cannula to separate. Microscopic examination revealed that there was little to no adhesive residue in the hub nor on the proximal end of the cannula. Based on the cannula separation, the resistance with the guide wire and the catheter, it is likely that this is a manufacturing (assembly) issue. The needle cannula total length measured 96mm which is within the specification limits of 96mm-97mm. The cannula outer diameter measured .714mm which is within the specification limits of .710mm-.720mm per the cannula graphic. The cannula inner diameter at the proximal and distal end measured .0190" which is within the specification limits of .0190"-.0205" per the cannula graphic. Once the guide wire was removed from the cannula, a lab inventory 0.018" guide wire was inserted through the proximal end of the cannula. A blockage was observed directly below the small cannula window, which prevented the guide wire from passing. Further evaluation revealed that the blockage is only partially occluding the inner cannula. Performed per IFU statement, "stabilize position of introducer needle and carefully advance spring-wire guide as far as required into vessel using actuating lever". The separated needle cannula was able sit within the hub but was loose and removed easily without force. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "trial advance and retract spring wire guide through needle using actuating lever to ensure proper function. Where provided, catheter hub wing clip may be removed if desired". The customer report of a detached needle cannula was confirmed by complaint investigation of the returned sample. Visual analysis revealed that the needle cannula had separated from the needle hub. The sample passed all relevant dimensional requirements, and a device history record review was performed with no relevant findings. Based on the sample received, manufacturing (assembly) caused or contributed to this event. A non-conformance was initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: upon insertion of arterial line, needle broke off when guidewire was being inserted.

Manufacturer narrative:
Qn# (B)(4).

Event description:
The complaint is reported as: upon insertion of arterial line, needle broke off when guidewire was being inserted. Additional information was requested but not received at the time of this report.